Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. Upon investigation the monitor was intermittently powering down. The cause for the failure was isolated to debris found on the j1 battery connector. The root cause for the contamination was ingress of debris. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor was unable to power on.